Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Impacting head has broken off the metal base. This case has been reported by the loan kit technician during loan kit inspection.

Manufacturer narrative:
Examination of the returned device confirms the reported event of impactor breakage. The overall condition of the impactor would suggest wear out from normal to heavy usage over time and/or improper alignment during impaction. A search of the complaint database found similar events which were attributed to product wear out and or misuse. The root cause is attributed to product wear out due to heavy usage based on the condition of the returned device. Based on the root cause of product wear out due to heavy usage, corrective action is not needed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.